Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021 for treatment/drainage of liver cyst. It was noted that the stent was deployed correctly, a little far out of the ampulla in the duodenum and completed at four thirty in the afternoon. At two o'clock in the morning, post procedure, the patient had a duodenal perforation and was sent back to surgery. Based on the patient's chart, the patient had a small focal perforation of the duodenum resulting from a stent migration at the junction of the second and third portion of the duodenum. The patient underwent surgical intervention to close the duodenal perforation. The patient's condition at the conclusion of the procedure was reported to be as "okay with no further complications reported".